Manufacturer narrative:
Follow-up # 1 date of submission - 09/26/2013 - device evaluation: the cartridge has been returned and evaluated by product analysis on 08/29/2013 with the following findings: the cartridge was investigated and a visual inspection revealed no issues. The cartridge was tested and no leaks were observed. The cartridge was able to be cycled with no issues; however, a force test was performed and the cartridge was found to have low force.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that they were receiving frequent loss of prime alarms. The patient reported that there was no loss of power, the cartridge cap was secured tightly, the pump was not exposed to any high or low temperatures, and that there was no trauma to the pump or tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.